Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Staff nurse from (B)(6) orthopedic practice notified us via email that there is a point of weakness at the tip of the knifelight. One of it was broken while the other was bent. Both items were newly open from packaging and from same lot 12035fe2. This was noticed during a surgical procedure.

Manufacturer narrative:
Evaluation summary: the reported event that the device broke could be confirmed since the returned device matches the reported failure. However it has been reported that there may be a packaging issue conducting to this event. The knifelights are packaged in a specific blister which does not allow the device to move in. Moreover there are some tissue residues on the returned devices indicating they have been used. The inspection shows the reported failure is due to an overload. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Staff nurse from (B)(6) orthopedic practice notified us via (B)(4) that there is a point of weakness at the tip of the knifelight. One of it was broken while the other was bent. Both items were newly open from packaging and from same lot 12035fe2. This was noticed during a surgical procedure.